Event description:
It was reported during device change out due to normal eri, externalized conductors were observed via fluoroscopy. Low r waves and high capture threshold were observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.